Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Voluntary medwatch letter received via us mail on (B)(6) 2022: our clinic uses to download insulin, cgm, and glucometer data. My son has a tandem pump, on two separate occasions, including today, the software has deleted all treatment data (boluses, basal doses, etc) from the pump while I was attempting to upload the data to the system for his endocrinologist to review during an emergent medical issue. The data are unrecoverable when this happens, the endocrinologist cannot determine what treatment adjustments to make because there are no data available to review. I contacted who informed me that their system is unable to write or delete data. I contacted tandem, and was told that because it is not affecting current insulin delivery, it isn't an issue. We are having serious issues with blood sugar control/insulin resistance/ketones/higha1c levels and the insulin delivery data are essential for modifying his treatment plan.